Manufacturer narrative:
Olympus followed up with the rptr to obtain more info regarding this report with no result. An olympus sales rep followed up with the user facility and was informed that the subject device was used during a total laparoscopic hysterectomy. In the middle of the case, the user noticed that the tip of the probe broke off. The tip was located outside the pt on the floor. Per discussion with the facility, it was noted that the staff might be using too much force during cleaning of the device. The sr reviewed with the staff the proper cleaning technique for these devices. In addition, the sr reviewed with the user the correct and proper use of the devices to prevent damage to the probes. There was no report of pt injury. The subject was not returned to olympus for eval as it's still under investigation by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus rec'd a medwatch report that stated the following: "the thunderbeat device broke during a surgical procedure. There was no pt harm."